Manufacturer narrative:
The accounts engineer isolated the issue to the 15 pin red cable. He replaced the p19 cable to repair the bed.

Event description:
The accounts engineer stated the reverse trendelenburg function is not working.